Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines/headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, allergy to metals, vaginal haemorrhage, fatigue and migraine outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after essure removal, the abnormal bleeding, dysmenorrhea, fatigue and pain decreased or resolved. Diagnostic results: hysterosalpingogram was performed in (B)(6) 2013 and (B)(6) 2013 report not provided. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. New reporters added. New event abnormal bleeding (vaginal), dysmenorrhea (cramping), fatigue, migraines/headaches and pain were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure (batch no. 844699-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, sore throat, sneezing, itching eyes, ear discomfort, acute pharyngitis, allergic sinusitis, urinary tract infection, parity 2, urinary tract discomfort, frequency urinary, bladder pain, amenorrhea, dysplasia, menstruation irregular, inflammation, pregnancy, osteoarthritis, cryosurgery, tonsillectomy, bladder infection, conjunctivitis, fatigue, headache and mobility decreased. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2013. Concurrent conditions included hay fever, dysuria, earache, upper respiratory infection, facial pain, nasal congestion, nasal sinus drainage, sinus pain, rash, eczema, cold sores, pain in arm, discomfort, weakness, myalgia, throat pain, night sweats, vulvovaginal dryness, cold sores, sinus congestion, premenopause, chronic cervicitis, vaginal discharge, abdominal distension and abdominal pain. In (B)(6) 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines/headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, allergy to metals and migraine outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, fatigue and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after essure removal, the abnormal bleeding, dysmenorrhea, fatigue and pain decreased or resolved. Right insert placed. 0 coils visible. Left insert placed. 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: report not provided; in (B)(6) 2013: report not provided; on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure (batch no. 844699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, sore throat, sneezing, itching eyes, ear discomfort, acute pharyngitis, allergic sinusitis, urinary tract infection, parity 2, urinary tract discomfort, frequency urinary, bladder pain, amenorrhea, dysplasia, menstruation irregular, inflammation, pregnancy, osteoarthritis, cryosurgery, tonsillectomy, bladder infection, conjunctivitis, fatigue, headache and mobility decreased. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6)2013. Concurrent conditions included hay fever, dysuria, earache, upper respiratory infection, facial pain, nasal congestion, nasal sinus drainage, sinus pain, rash, eczema, cold sores, pain in arm, discomfort, weakness, myalgia, throat pain, night sweats, vulvovaginal dryness, cold sores, sinus congestion, premenopause, chronic cervicitis, vaginal discharge, abdominal distension and abdominal pain. In (B)(6)2013, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines/headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, genital haemorrhage, allergy to metals and migraine outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, fatigue and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after essure removal, the abnormal bleeding, dysmenorrhea, fatigue and pain decreased or resolved. Right insert placed. 0 coils visible. Left insert placed. 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2016: total bilateral occlusion. Diagnostic results: hysterosalpingogram was performed in (B)(6)2013 and (B)(6)2013 report not provided. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. New reporter added. New events dysmenorrhea was added. Outcome of the events abnormal bleeding, dysmenorrhea, fatigue, pain were updated. Events onset date was added. Historical drug added. Lab data added. On 12-dec-2019: mr received. Lot number added. New reporters added. Medical history, historical drug, concomitant conditions were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure (batch no. 844699-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, sore throat, sneezing, itching eyes, ear discomfort, acute pharyngitis, allergic sinusitis, urinary tract infection, parity 2, urinary tract discomfort, frequency urinary, bladder pain, amenorrhea, dysplasia, menstruation irregular, inflammation, pregnancy, osteoarthritis, cryosurgery, tonsillectomy, bladder infection, conjunctivitis, fatigue, headache and mobility decreased. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2013. Concurrent conditions included hay fever, dysuria, earache, upper respiratory infection, facial pain, nasal congestion, nasal sinus drainage, sinus pain, rash, eczema, cold sores, pain in arm, discomfort, weakness, myalgia, throat pain, night sweats, vulvovaginal dryness, cold sores, sinus congestion, premenopause, chronic cervicitis, vaginal discharge, abdominal distension and abdominal pain. In (B)(6) 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines/headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, allergy to metals and migraine outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, fatigue and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after essure removal, the abnormal bleeding, dysmenorrhea, fatigue and pain decreased or resolved. Right insert placed. 0 coils visible. Left insert placed. 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: report not provided; in (B)(6) 2013: report not provided; on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Lot number : 844699 is not valid. Most recent follow-up information incorporated above includes: on 21-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure (batch no. 844699-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, sore throat, sneezing, itching eyes, ear discomfort, acute pharyngitis, allergic sinusitis, urinary tract infection, parity 2, urinary tract discomfort, frequency urinary, bladder pain, amenorrhea, dysplasia, menstruation irregular, inflammation, pregnancy, osteoarthritis, cryosurgery, tonsillectomy, bladder infection, conjunctivitis, fatigue, headache and mobility decreased. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2013. Concurrent conditions included hay fever, dysuria, earache, upper respiratory infection, facial pain, nasal congestion, nasal sinus drainage, sinus pain, rash, eczema, cold sores, pain in arm, discomfort, weakness, myalgia, throat pain, night sweats, vulvovaginal dryness, cold sores, sinus congestion, premenopause, chronic cervicitis, vaginal discharge, abdominal distension and abdominal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines/headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, allergy to metals and migraine outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, fatigue and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after essure removal, the abnormal bleeding, dysmenorrhea, fatigue and pain decreased or resolved. Right insert placed. 0 coils visible. Left insert placed. 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: report not provided; in (B)(6) 2013: report not provided; on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. This lot 844699 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.